Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified, crease fold, underweight and opening extended. A microscopic analysis was performed which identified, one opening crease sharp on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "extensive capsular infolding; mild displacement--anteriorly' posteriorly on the left and pain. Device was explanted.